Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent a removal surgery. When attempting to remove the distal locking screw, it was stuck so tightly that a short screwdriver could not turn it, making it difficult to transmit torque. Therefore, the surgeon used another screwdriver (polo product). However, the tip of the polo¿s screwdriver broke off early in the turning operation. The broken screwdriver tip that was fitted into the screw hole and distal locking screw were drilled out with a carbide drill and removed, and all the fns implants were removed finally. The removal surgery was completed successfully with over 30 minutes. Patient status/ outcome: stable the removal surgery in this pc is the same removal surgery mentioned in (B)(4). The quantity of the sticking distal locking screw is 1, and the lot number of it is either 146l179 or 7l92691, but it is unknown which. The breakage of the polo¿s screwdriver has been reported in (B)(4). No further information is available. This report is for one (1) lockscr ø5 self-tap l32 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4, h6 part # 412.210s, lot #146l179, manufacturing site: werk selzach logistik, release to warehouse date: 03.march.2023, expiration date: 01.march.2033, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part number: 412.210, lot number: 3242p30, manufacturing site: mezzovico, release to warehouse date: 24 nov 2022. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.